Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the device fired the first five or six clips without incident. Subsequently, as the device was fired, unformed clips were propelled out of the distal end of the applier. These were retrieved and a single clip applier was used. No time delay reported. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 11/10/2008. Information anticipated, but unavailable at this time.